Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited high capture threshold. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.